Event description:
The customer reported the ventilator alarmed and went vent inop during power up after completion of preventive maintenance. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the device diagnostic log noted a vent inop occurrence due to a flow sensor failure. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer that sensor pcb or cpu may be faulty. The customer reported replacing the power supply and sensor pcba. The flow sensor related failure noted in the diagnostic log occurred after the customer had completed the preventive maintenance. The reported vent inop and flow sensor failure is considered service induced.

Manufacturer narrative:
Customer replaced the power supply and sensor pcba.